Manufacturer narrative:
The walkmed infusion approved service center performed failure investigation on the device in question and determined the worn mechanical arm spring on the pump to be the cause of the failure. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting. Evaluated by approved service center.

Manufacturer narrative:
The device in question was not returned to walkmed infusion for evaluation. The device in question was returned to a walkmed infusion approved service center for product evaluation. The approved service center performed the product evaluation on the suspect device and found the device to free flow during testing. Further failure investigation by the approved service center is on-going to determine the root cause.

Event description:
The customer performed testing on the pump and the free flow of IV fluid was observed. A walkmed infusion approved service center performed a product evaluation on the pump and confirmed the device is free flowing.